Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the clinician saw the patient over the weekend. Although there was some discharge at the line insertion site of which the patient stated the physician was already aware the line itself appeared to be intact. A sterile dressing change was completed. The clinician requested that betadine dressing kits and mepilex bordered dressings be shipped to the patient due to the patient¿s ongoing complaints of itching. During the visit, the patient stated that the malfunctioning pump was with the daughter. The pump that the patient was wearing showed no alarms and functioned properly throughout the clinician¿s two-hour visit. The patient confirmed that only the other pump which did not have on during the visit had alarmed with a downstream occlusion alert. After further questioning, it appeared that the alarm on the other pump was intermittent and not related to the patient¿s line. The medication dose is 72ng per kg per min.the patient had a history of pulmonary arterial hypertension and was receiving IV remodulin at a rate of 72 ng/kg/min. One of the pumps intermittently displayed a downstream occlusion alarm. The pump the patient was wearing was functioning properly, and during the two-hour visit, it operated continuously without any issues. The patient reported that her daughter had broken the pump; therefore, the nurse was unable to inspect it personally. The patient also reported experiencing itching due to a prior reaction to chlorhexidine. The therapy was a continuous infusion, and the device had been operated by a healthcare professional. The device use began in (B)(6) 2025 and was ongoing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.